Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A conclusion has yet to be established as the investigation is incomplete.

Event description:
It was reported that a versacross connect access solution was selected for use for a watchman procedure, guided by a transesophageal echocardiogram (tee). The versacross rf wire was used as a starter wire. A total of four (4) transseptal punctures attempts (tsp) with versacross connect were done, all too posterior and high, leading to multiple failed watchman deployments. Therefore, the versacross device was replaced to a standard versacross; however incomplete closure despite multiple deployments of the watchman device. The patient experienced hypotension, recurrent air embolism with ste and hypotension. The procedure was aborted. Later on, an acute right lower limb ischemia in the setting of severe femoral artery stenosis was reported. No interventions disclosed. The device is not expected to be returned for analysis.